Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated become aware date.

Manufacturer narrative:
Updated become aware date.

Manufacturer narrative:
Updated conclusion code grid.